Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did locate 1 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ ms4k console performance issues a review of the device history record for (B)(6) was performed from the date of manufacture, 03-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the intermittent message processing slowdown occurred. A technical support specialist connected to the console and workstations, exited the launcher on all machines, backed up the database and log files to the I: drive, and proceeded with a database rebuild. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported by the customer that obs medstation 4000 workstation printer experienced intermittent message processing slowdown. There was 28-minute delay in messages crossing to pyxis. There were no adverse events or injuries reported based on this incident.